Event description:
It was reported that during an unknown procedure, staples would not deploy. The staff pulled another device to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.